Manufacturer narrative:
Actual device involved with this report was not returned for testing. The following were reviewed as part of this investigation: patient risk, frequency analysis, labelling, and applicable manufacturing records and the lots in question were manufactured per specification without deviation. The nurse that reported the event believed that the patient had manipulated the cap. There was no patient injury reported with this event.

Event description:
Nurse manager contacted pursuit vascular sales team member on 02 january 2019 inquiring if there had been any reports of clearguar hd antimicrobial caps coming off. Further inquiry by pursuit vascular revealed that a single patient had reported that a clearguard hd cap had come off on two (2) separate occasions.